Event description:
It was reported that during the withdrawal of the intravascular ultrasound (ivus) catheter, the imaging catheter became stuck at the distal edge of the cypher stent. The lesion being treated was located in the left circumflex artery (lcx) distal, 90% stenosed without calcification in average tortuous anatomy. The physician attempted to remove the imaging catheter by pushing and pulling without success. The imaging core was removed and the 0.025" wire was threaded into the sheath. At this point, the ivus catheter and the wire were withdrawn with a turning motion with no patient complications.